Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. The fse performed verification successfully without further issues. The customer was satisfied, and no further issues were reported. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining ten (10) erroneously high ise (ion selective electrolytes) sodium (na), potassium (k) and chloride (cl) patient results, on their dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data for erroneous results.